Manufacturer narrative:
The investigation determined the issue was due to the customer's preanalytic handling. There was no indication of a device malfunction.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). A general reagent problem was not present, because the qc prior to the event was within ranges. The customer was using a too short clotting time which may have led to preanalytic issues. Correct pre-analytic sample handling is within the customer's responsibility. The field service engineer replaced the sample probe and performed an instrument check that was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas pure e 402 analytical unit. The initial result was 21.8 pg/ml. The doctor requested the sample be repeated as the result did not match the patient's condition. The repeat results were 4.74 pg/ml and 4.5 pg/ml. The result of 4.5 pg/ml was believed to be correct. The sample had hemolysis alarms for other assays. On (B)(6)2025, samples from the patient were repeated and the results were "negative". No specific data was provided.